Manufacturer narrative:
The customer reported that they required assistance in obtaining info regarding the death of a patient. The customer did state that there was no link between the device itself and the events (not described to us), and that this requested info is an "administrative" record. The monitor is in quarantine and is not currently available for testing. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that they required assistance in obtaining info regarding the death of a patient.